Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart issue. The patient required surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Patient had experienced headache which was not mentioned in previous report and reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a heart issue. Patient experienced headache. The patient required surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During the lab investigation observed observed a brown contaminant dried to the bottom of the blower box as well as dust/dirt contamination inconsistent with degraded sound abatement foam. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed . Evidence of water ingress was observed in the blower box suggesting the use of non-distilled water in the humidifier water chamber. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. Section h6-health effect clinical code has been updated in this report. Section d8, d9 and h6 has been updated in this report.